Event description:
This is report 2 of 2 it was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and discharged on an unknown date. The patient was treated with unknown antibiotics. The cause of the event was unknown. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event.

Manufacturer narrative:
(B)(4). The exact date of the event was unknown but reported to be in (B)(6) 2014. A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).